Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) responded to a reported error on the main station, which was traced to a failed auxiliary drawer to be handled under a separate work order; the main unit was inspected, cleaned, and verified to be fully functional with all cabling secure, barcode scanner operational, and no physical damage observed, while assisting the customer in removing debris beneath the unit. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 6.1 and 6.2 were not detected on the bus, failed to open, and could not be recovered. The customer had attempted to reboot the machine, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.